Event description:
It was reported there were four episodes with oversensing noted on both the atrial and ventricular channels. Right ventricular (rv) pacing impedances has been varying since (B)(6) 2010. It was also reported that the rv lead is placed high in the right ventricular outflow track (rvot). It was further reported that the rv sensitivity and sensing configurations were changed. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Varying resistance/impedance was noted as the weekly pace measurement log data shows varying impedance and spike increases for max ventricular pace bi impedance from 532 to 988 ohms between (B)(6) 2010 and (B)(6) 2011. Oversensing was also noted as four ventricular non sustained tachycardia <=140 ms average v-cycle occurred on (B)(6) 2011 in the timeframe between 07:51:55 and 07:51:59.